Event description:
A report was received that the patient was experiencing discomfort at the pocket site. X-ray was taken and showed that the ipg flipped. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced per physician's preference and was relocated. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. X-ray was taken and showed that the ipg flipped. The patient will undergo a pocket revision.